Manufacturer narrative:
Patient information: no further patient information was provided. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect sars-cov-2 igg result on one patient. Sample ID (B)(6) generated an initial positive result of 1.55 index. The sample was retested and generated negative results of 1.39 and 1.06 index. Additionally, the customer noted that the results were completed on different reagent kits. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 16347fn00 was completed. The review of complaints for the lot number and trend data for the product have been reviewed and no trends have been identified. Labelling was reviewed and found to adequately address the issue under review. Device history record review on lot 16347fn00 did not show any potential non-conformances, or deviations related to the customers issue. In-house testing for reagent lot 16347fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. In this case, the patient tested positive for the architect sars-cov-2 igg on (B)(6) 2020 returning a result of 1.55 index (s/c). The retest results on the same day showed negative results of 1.39 index and 1.06 index. The customer noted that the results were completed on different reagent kits, but no specific information is available. The potential covid-19 timeline for the patient is unknown as no date was provided for onset of symptoms. In addition, no specific patient history was provided. Per the product labeling, the assay specificity within the 95% confidence level is 99.05% to 99.90%. The exact reason for the discrepant results observed by the customer is unclear however, it is possibly due to a sample integrity or instrumentation issue. Details around reagent and specimen handling are outlined in the product package insert, while the troubleshooting and diagnostics section of the architect systems operation manual describes probable causes of erratic results which includes bubbles in tubing, loose tubing, kinked tubing, leaks in the wash zone manifold, damaged or bent probes. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16347fn00 was identified.